Event description:
It was reported that the newly implanted right atrial (ra) lead exhibited increased thresholds and decreased sensing as measurements were taken throughout the procedure. The lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).